Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a endostat iii electrosurgical unit was used during a polypectomy procedure. According to the complainant, during the procedure, the console would not cauterize. The procedure was completed with another endostat iii electrosurgical unit. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).